Event description:
It was reported that during use of the bd¿ blunt fill needle the needle was broken at the bas of the hub of the needle. Foreign complaint the following information was provided by the initial reporter, translated from french to english: declaration of materiovigilance for incidents that took place on (B)(6) 2019 in the (B)(6) hospital (B)(6). When transferring an antibiotic into a 0.9% nacl bag, several transfer needles, reference (B)(4) lot 1904 03, broke at the base. Three needles have been preserved for expertise.

Manufacturer narrative:
H.6. Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2104 ((B)(6) - (B)(6) 2019) during which 58 visual inspections were carried out without defects noted. Needles were assembled in machine #4408 and come from two batches: bd has been provided with a photo for catalog 303129 lot 190403 to investigate for this record. The available photo shows two totally broken hub (red plastic part) at the level of middle hub (presfit) and one partially. As a result, bd was able to verify the reported issue. The issue may be produced in the tray of the hub feeder where hubs are placed in racks. If any hub has some inappropriate placement due to some unexpected movement, it could have been enough damaged to break itself during handling of the product. Unfortunately without a physical sample and after discussion with our product technicians, an accurate root cause assessment is unavailable at this time. No corrective actions are required at this time.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ blunt fill needle the needle was broken at the bas of the hub of the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: declaration of materiovigilance for incidents that took place on (B)(6) 2019 in the department of digestive surgery of (B)(6). When transferring an antibiotic into a 0.9% nacl bag, several transfer needles, reference 303129 lot 1904 03, broke at the base. Three needles have been preserved for expertise.